Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the superficial femoral artery (sfa). A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post dilatation. However, upon the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 6mm non-bsc device. No patient complications were reported and the patient's status was good.